Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead had exhibited noise oversensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were recommended. No patient symptoms or intervention was reported.